Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic pseudocyst during a pancreatic cyst gastric bypass surgery procedure performed on (B)(6) 2022. During the procedure, the stent was unable to be fully deployed. The stent was attempted to be removed partially deployed on the delivery system; however, during removal, the stent got stuck at the forceps opening of the scope. The stent and inner sheath were damaged. The procedure was not completed due to this event. Another procedure was performed two days later and another axios stent was successfully implanted. There were no patient complications due to this event.